Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer reported complaint for lo test results. The customer is concerned with test results from results obtained of lo result. The customer's expected fasting blood glucose test result range is 115 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: lo,196 mg/dl, 200 mg/dl. Customer has not changed anything in the daily activities such as diet, exercise, or medications.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer reported complaint for lo test results. The customer is concerned with test results from results obtained of lo result. The customer's expected fasting blood glucose test result range is 115 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is 08/10/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: lo,196mg/dl,200mg/dl. Customer has not changed anything in the daily activities such as diet, exercise, or medications.